Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump had stalled. The records showed a stall on (B)(6) 2011. The device was replaced. A catheter occlusion was also reported. Pt recovered without sequela. A follow-up report will be sent if additional information becomes available.